Event description:
The customer reported the joystick is inoperative. Customer did not know if system failed during a procedure. No reports of injury to patient.

Manufacturer narrative:
The ge service rep removed and replaced joystick assembly. Tested system by moving c-arm through full range of motion; no duplication or joystick stuck error. Verified all control panel operations, system operating as intended.